Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the implantable cardiac monitor was unable to be interrogated via bluetooth low energy. No intervention was performed. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.